Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user accounts were not appearing on the es server because it belonged to a non-synced ad group (pyxis_shmc). A technical support specialist (tss) added the group to the es server sync list, and the ad sync service was restarted. Tss performed the same update for health sight viewer (hsv), after which the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the iam was unable to synchronize users in healthsight viewer and pyxis es. Team member corp ids were not synchronizing to the pyxis es server for new team members from scotts hill. A total of 21 pyxis/healthsight viewer requests were received, of which 16 iam requests were successfully provisioned. The remaining five accounts did not synchronize to pyxis es after being added to active directory and triggering the "sync domain" function in pyxis es. As part of troubleshooting, the accounts were removed, synchronization was triggered again, and the accounts were re-added multiple times; however, the issue persisted. Provisioning access in pyxis es requires accounts to successfully synchronize from active directory to pyxis es, which did not occur for these five accounts. However, there were no delays or adverse events or injuries reported based on this event.